Manufacturer narrative:
The reported event of inability to communicate via bluetooth telemetry (ble) was confirmed. Based on the review of the information provided, it was confirmed that a memory corruption had occurred, resulting in the loss of ble connectivity.

Event description:
It was reported that during an in-clinic follow-up, the implantable cardioverter defibrillator (ICD) exhibited bluetooth telemetry loss. A bluetooth telemetry reset was performed and bluetooth telemetry was restored. There were no patient consequences.